Manufacturer narrative:
The device was returned. Incoming visual inspection found no anomalies. Technical evaluation found no visual anomalies and identified a power issues confirming the reported event. Additionally, poor soldering was noted. The pcb was refurbished. The circuit boards were inspected. The txx# was set to 8677. The device was tested on a simulator. The performance, power on and final visual inspection passed. Based on the reported event and device evaluation the root cause was determined to be related to the previous repair due to poor soldering. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device was having intermittent power. It was unknown if there was patient involvement. No additional information is available.